Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient receiving intrathecal unknown morphine (concentration unknown) at 1.2 mg/day via an implanted pump for non-malignant pain. Compatibility guidelines were required regarding radiation. The patient was at the emergency room (ER) due to the patient¿s lung cancer pain in her bones that was pretty much terminal and the healthcare provider (hcp) wanted to do radiation. The hcp had told them he could not do radiation to increase the patient¿s lifespan with the pump inside the patient and wanted to remove it. The reporter was not alleging the pump caused the cancer as the testing of the cancer was done prior to implant and they received the cancer diagnosis the same day the pump was implanted. The pump was only filled with saline at the time. The pump now had morphine in it and the patient was due for a refill in october because the patient was with the family in (B)(6) and they could not get her to (B)(6) to refill it because of all the other medications the patient was on for the cancer (250 mcg fentanyl, oxycodone pain cancer was so bad) so they did not refill it. The reporter thought they were not going to refill the pump and they thought it ran out; however, the pump had not started alarming. No interventions were mentioned, and patient symptoms were not reported. It was noted the managing physician said the patient could go back to him, but the reporter did not think the patient would be returning to see him and physician listings were requested. The patient was working with hcps in (B)(6). No further complications were reported/anticipated or expected.